Manufacturer narrative:
(B)(4). D1: liner and shell with plastic barrier 44 mm i.d. 54 mm o.d. Do not remove ceramic liner do not reposition cup after final seating. G2: foreign canada. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: ¿ persistent pain, radiates from left buttock to knee during activity and rest. ¿ patient has been prescribed lyrica, ketamine cream, dilaudid prn. ¿ on exam pain at the greater trochanter, good rom. ¿ recommend shockwave. ¿ light jogging saturday, pain decreased, walks. ¿ imaging shows liner not displaced. ¿ discussed conservative treatment vs. Revision. ¿ ¿basically, he confirmed my suspicion that the liner had dissociated. He mentioned that the liner was still well positioned and recommended to monitor if the liner stable before deciding. To go with a surgery.¿ ¿ discomfort, active, pain improvement. ¿ imaging shows no liner displacement. ¿ said that while lifting himself up he heard a « clunk » without pain . ¿ continue monitoring via x-ray. ¿ a loud "clunk" was felt and heard. ¿ ¿doctor confirmed the suspected diagnosis of liner dissociation¿. ¿ chronic pain and muscle cramps. 2 years from reported pain and ¿clunk¿ with only conservative treatment being provided. Pain can be associated with a dissociation; a ¿clunk¿ can be associated with tendons shifting over bone or scar tissue as well as synovial fluid noise. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty. Subsequently, the patient reported persistent pain that radiates from left buttock to left knee. The patient has been prescribed pain medication as well as recommended to undergo shockwave therapy. The patient reported pain and a loud ¿clunk¿ from left hip. Doctor suspects liner dissociation, conservative treatment of annual xrays is prescribed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: that patient reported persistent pain that radiates from left buttock to left knee. The patient has been prescribed pain medication as well as recommended to undergo shockwave therapy. The patient reported pain and a loud ¿clunk¿ from left hip. Doctor suspects liner dissociation, conservative treatment of annual xrays is prescribed. X-rays were provided and reviewed by a health care professional. Review of the available records identified the following: - the crescentic radiolucent line between the acetabular shell and liner is seen to be asymmetric on the CT scan suggesting liner dissociation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.